Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional clip delivery systems are filed under separate medwatch report numbers.

Event description:
This is being filed to report device causing damage to another clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and deployed at the prolapse areas of a2p2 however was not stable post deployment. A second clip was placed in the center of a2p2 however the clips were close to each other therefore the leaflets were ungrasped and repositioned and the clip deployed to stabilize the first clip. Imaging was very difficult at this time. It was then noted the first clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A third cds was advanced to be placed between the first and second clips when it was noted the slda clip was moving around. The third clip interacted with the second clip, causing it to detach from the anterior leaflet. The third clip and another additional clip were implanted to stabilize the slda clips, reducing mr to 1+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.